Event description:
It was reported that one day post implant, the lead impedance measurement was high. A lead revision to relocate the lead was attempted; however, high impedance measurements were still obtained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.